Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message disconnected mode. The customer stated that due to an error message device rebooted which results on updates while active cases were live. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station disconnected mode was due to a network issue. The technical support specialist found the station is on 100/half duplex which may be causing an issue so they changed this to full duplex which should eliminate this issue entirely. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system showed up error message "disconnect mode" and rebooting the station ended up in system update which took 30 minutes while there was a case going on. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in this incident it was determined that device disconnection error due to network issue. The system functioned as intended.